Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, curved pipe blade broken, curved rubber scratched, curved rubber adhesive missing, scratches found on the operation part, scratches found on the grip, scratches found on the nigiri cover, scratches found on the video connector, scratches found on the light guide connector, scratches on the light guide cover glass surface, and scratches found on the video connector case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope, exhibiting image issue during pre-use check of a laparoscopic surgery procedure. The customer reported that when the scope was connected to the otv-s190 and power turned on, sandstorm noise and color tone abnormalities occurred. It was reported that the procedure was completed using a similar device. Upon inspection and testing of the customer returned device, the scope exhibited abnormal image ((only endoscopic image is black and white after power is turned on). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, since it has been confirmed that there is damage such as cracks and chips, it is likely that the electrical connection has temporarily deteriorated, adversely affecting the image signal output and making the image signal output unstable. In addition, accumulation of electrical load (stress) due to energization of the image sensor and video connector internal electrical board (including electrical parts mounted on the electrical board) mounted on the image sensor unit built into the tip of the scope, due to accidental application of static electricity or overcurrent due to detachment while the system is on, the electrical connection temporarily deteriorated, which adversely affected the image signal output and caused the image signal output to become unstable. Olympus will continue to monitor field performance for this device.